Event description:
There was an allegation of questionable false negative (non-reactive) elecsys hiv combi pt results first occurring in (B)(6) 2024. No data or evidence was provided to determine whether the patient samples were actually tested using roche devices. It was reported that due to incorrect results for organ donor samples, six patients allegedly received hiv-contaminated organs. The affected organs reportedly included a heart, kidneys, corneas, and liver. It was reported that one patient died due to clinical complications and that the death was not related to hiv contamination. The laboratory did not present any evidence that tests were done prior to transplantation and/or which methodology was used. There is no information to suggest that nucleic acid testing was completed on the donor tissue prior to transplantation which would represent a deviation from organ procurement and transplantation network guidelines to reduce the risk of transmission of infectious diseases. All of the recipient patients were allegedly reactive for hiv following donation. The serological tests were allegedly performed by alinity methodology. The current clinical status of the impacted individuals was provided as "all patients are under treatment". Allegedly, quality controls were not being utilized by the laboratory. Multiple requests for additional information were made, but no additional specific information could be provided. This MDR is being reported in an abundance of caution.

Manufacturer narrative:
The analyzer that allegedly generated the false negative results was not provided. A cobas e 411 immunoassay analyzer serial number (B)(6) was taken for further investigation by the designated government laboratory. Allegedly, a laboratory technician stated instructions given by the laboratory coordinator were to save on quality control and there was an operational failure in the quality control for the tests with the aim of reducing costs. It was reported that the error was "human". Two reagent packs from the involved laboratory were seized and tested to ensure that the reagents functioned as expected. The transport of the reagents was done in bags, and upon opening the packages it was determined both were unsuitable for use but testing was performed. The reagent pack from lot 75580903 successfully passed calibration. Quality control results and patient sample results were acceptable. The reagent pack from lot 75580901 failed calibration. These reagent kit lots were not available for sale to customers at the time of the event. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. There was no evidence that the patient samples were processed on roche equipment following valid calibration and qc testing. Any additional data from authorities and/or data under judicial investigation were not accessible. Testing of the seized roche reagent material did not show any evidence of malfunction.